Manufacturer narrative:
Submit date: 03/17/2016 an investigation of the reported condition was performed on a uvc catheter: 5 fr dual-lumen uvc catheter, product# 8888160556. Water was pushed through the 2 different hubs of the uvc catheter with a 12cc syringe. There were no holes found in the uvc catheter even after pushing water through the 2 different hubs with a 12cc syringe therefore the reported condition could not be confirmed based on the sample returned. Because a lot number was not provided, it is not possible to perform a device history record (DHR) review. All DHR¿s are reviewed for accuracy prior to product release. Since the sample did not present the reported issue, there is not enough evidence to determine what could cause this event. With the available information it is not possible to confirm a root cause for this issue. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specifications, manufacturing performs a 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a uvc catheter. The customer states that there was leaking along the catheter line, however they are not sure exactly where the leak is coming from on the catheter. As a result, the uvc was removed and a PICC line was placed in the baby. There was no other medical intervention required. The uvc was inserted on (B)(6) 2015 and removed on (B)(6) 2015. The catheter was not cleaned and the baby was prepped with betadine.